Event description:
It was reported that approximately six months post filter implant, the pt was admitted with back pain. A CT was performed and it showed perforation of two filter legs. The following day, the physician attempted to retrieve the filter using two recovery cones; however, the apex of the filter was embedded in the cava wall and could not be retrieved. The pt continues with back pain and was referred to another facility. Reportedly, during initial filter implant, the filter was "pulled down".

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The filter remains implanted; therefore, a product evaluation could not be performed; however, CT images were received for evaluation. Based on the image review, it appears that two limbs are perforating the vaca. However, it cannot be confirmed that the apex of the filter was embedded in the cava wall. Based on the review of the images available, the filter limb perforation was confirmed. The root cause of the event is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: preformation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings, precautions, and potential complications" section of the IFU may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.